Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and unplug and reseated all the boards for inspection. After making sure that all the boards and connections were plugin correctly, the issue did not duplicate. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check the battery in bay 2 of the cardiosave intra-aortic balloon pump (iabp) did not charge. There was no patient involvement, thus no adverse event was reported.